Manufacturer narrative:
Off label use: pipeline flex was used to treat a blister aneurysm in the right m1 middle cerebral artery (mca). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. Approximately 1.0 cm of the distal end of the pipeline appeared to be deployed out of the catheter tip. The rest of pushwire and pipeline were found to be stuck inside distal segment of the catheter. For further investigation, the catheter was cut to remove the pushwire and pipeline. The pushwire appeared to be bent. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found opened with damaged braid. The catheter was found to be flattened and accordioned distally. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed. It is possible that the tortuous anatomy and the damage to the pushwire, braid and catheter may have contributed to the reported issues subsequently causing resistance during delivery, failure/ incomplete to open at distal end and resistance/failure to resheath. However, the causes for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per pipeline flex IFU (instructions for use): the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.

Event description:
Medtronic (covidien) received a report that two pipeline flex devices did not open distally. The patient was being treated for a blister aneurysm in the right m1 middle cerebral artery (mca). Aneurysm was ruptured a few days prior. Patient's anatomy was moderately tortuous. A pipeline flex was navigated to the m1. The physician attempted to place a pipeline flex in the m1, but the distal end would not open. The pipeline flex was further deployed to see if it would open, but it did not. The physician attempted to resheath the device and was met with a lot of resistance. The pipeline flex and microcatheter were removed from the patient. Upon inspection of the microcatheter outside of the patient, it appeared that the distal end was stretched. Another pipeline flex of the same size was attempted with a new microcatheter. This pipeline flex also had issues opening distally (MDR# 2029214-2015-00978). The physician had jailed another microcatheter so that coils could be placed. It was reported that this microcatheter was in the vessel at the same location that the pipeline flex could not open. The pipeline flex was resheathed and re-deployed, which was unsuccessful in opening the device, thus balloon angioplasty was performed to open the distal end. Two coils were placed into the aneurysm without issue using the jailed microcatheter. No patient injury was reported as a result of this procedure.